Manufacturer narrative:
Device was received with blank display due to moisture damage found on lcd board. Unable to verify missing segments or partial display due to blank display. Device was received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was partial display. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. The customer states she was unable to see the screen and was experiencing hyperglycemia and hypoglycemia. The customer could not troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.